Manufacturer narrative:
(B)(4) age/date of birth) unknown as information was not provided. Weight) unknown as information was not provided. Model/lot #) igtcfs-65-fem-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010 at the (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.